Manufacturer narrative:
Additional information: g3, h2. H3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The cause of the reported second degree heart block remains unknown.

Event description:
During an atrioventricular nodal reentrant tachycardia ablation procedure, the patient experienced a second degree heart block. The patient will receive a dual chamber permanent pacemaker. There was no issue noted with the abbott catheter.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.